Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument along with the tip cover accessory and completed the device evaluation. The instrument was analyzed and was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. The mcs instrument has an over mold design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. Fa results for the tip cover accessory: the tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axial aligned with the tip cover and measure 0.212¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar curved scissors (mcs) instrument tip was deformed during use. Isi followed up with the initial reporter and obtained the following additional information: port incision was not increased to remove the instrument and cannula together. No fragment fell into the patient. No arcing was observed. The tip cover accessory will be returned with the mcs instrument together.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.